Event description:
New information received notes that the recommended programming changes were made and that everything went fine. The patient is stable and there were no adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, post paced t-wave over-sensing was observed. The recommended programming changes will be made at the patient's next follow-up. There were no patient consequences.